Manufacturer narrative:
A manufacturing investigation was performed. One (1) reduction screw matrix 5.5 ø7 preassembled (part # 04.634.740s, lot # l341956) was received and forwarded to manufacturing plant in the us for investigation. The 04.634.740 was received with screw not attached to the reduction body assembly. The m6.5x0.75-6h thread has the first approximately 20% of thread peeled off the top of screw with the remaining thread being nicked and dented with the possibility of thread being cross threaded with driver. The sd25 stardrive face is nicked and dented with deformation to the form in the counter clockwise direction. At the base of the form there is an imprint of the driver pressed into the clearance area. The outer spherical diameter has visual polishing from rubbing on the collet. There are nicks and scratches on the major diameter of the bone thread- also visible is remnants of soft tissue. The reduction body has visible deformation that includes scratches on its outer area. The collet has visual damage that includes nicks and dents on the inner spherical diameter and lead in chamfer. All described nonconformities/ damage would be post manufacturing. Complaint is confirmed since the as received condition supports the complainant¿s description of the complaint condition (broken: intraoperatively). However, from a manufacturing perspective, the complaint cannot be confirmed. Product met all top-level specifications at time of assembly per the DHR review. Per the DHR, a 100% function test was performed to verify the collet does not rotate but will slide vertically with manipulation of the bone screw. Assembly dimples are also present on the exterior of reduction body of the received part. In addition, external diameter, sd1, on screw and internal diameter on the collet, sd1, are unobtainable because product manufacturing processes and damage (feature diameters are unobtainable on collet after being split and the screws spherical diameter applies after anodizing but prior to bead blast). Furthermore, the raw material did not have adequate surface area to be measured on screw and collet, but was confirmed to be correct at DHR review. Disassembly would have no impact on complaint investigation because of manufacturing processes and associated damage. Exact root cause could not be determined. However, from a manufacturing perspective, the complaint cannot be confirmed. Product met all top-level specifications at time of assembly. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: mnh, mni, kwq, kwp. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. DHR review is for sterilization procedure: manufacturing location: (B)(6). Supplier: (B)(6). Manufacturing date: march 15, 2017 expiry date: march 01, 2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.634.740 / h281837 was manufactured in us. DHR review for non-sterile 04.634.740, lot h281837 no ncrs or scrap were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. Manufacture site: (B)(6). Manufacture date: jan 24, 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an ossification of the yellow ligament (oyl) procedure using the matrix 5.5 system on (B)(6) 2017. During the procedure, surgeon noted the driver did not fit the screw. While attempting to remove the screw, the head of the screw fell off. All fragments were retrieved. Surgery was completed successfully with a delay of approximately 14 minutes but no harm to patient. Concomitant device reported: driver (part number unknown, lot number unknown, quantity 1). This report is for one (1) 7.0mm matrix reduction screw 40mm thread length. This is report 1 of 1 for (B)(4).